Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin.net transmission indicated a vf episode. The physician determined the episode was due to noise in the rv channel. No inappropriate therapy was delivered. The noise was reproducible in the clinic. Fluoroscopy indicated a possible insulation break in the lead body. Surgical intervention was undertaken during which the lead was capped and replaced. No patient symptoms were reported.